Manufacturer narrative:
Other, other text: additional information received, event occurred in the hospital, and the outcome of the event is resolved. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the primary audible alarm is due to the main board not operating as intended or having firmware v1.6.5; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited primary audible alarm errors. Per the reporter, the speaker was replaced and connection secured; however, the issue persisted. It was stated that the main board needed to be replaced. It is unknown if there was patient involvement, no adverse patient effects were reported.